Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician gained venous access, and the transseptal access was attempted. There was difficulty tenting on the septum and the catheter flipped at one point off the septum. The physician believes they may have poked the tissue in the right atrium at this time but there was no confirmation. The procedure continued and the physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed and successfully implanted in the laa of the patient. Post implant check of the patient noted a pericardial effusion that was growing at a rapid rate. The physician performed a pericardiocentesis and drained 850 ml of dark red blood from the patient. The patient was admitted to the ICU to recover from this event. There were no other complications that were reported to have occurred as a result of this event. The patient is expected to make a full recovery.